Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5.

Event description:
Additional information received indicates that the surgical delay was less than 10 minutes, but the exact delay is unknown.

Event description:
It was reported that the patient had been dislocating after her total hip with another surgeon at another facility. The plan was to revise the shell. Surgeon decided intra-op that it was necessary to revise both the femoral and acetabular components due to the position of them. The shell was explanted and a new pinnacle shell was replaced. The stem was explanted and an srom stem was replaced. As the srom instrument pans were being opened to the field, it was discovered that one of them did not contain an indicator. The decision was made by the hcps to flash sterilize the tray's contents in order to continue with the surgery. Sales rep was informed some time after the surgery that the patient had sustained a burn from one of the flash sterilized instruments due to the hot temp. Doi: unknown. Dor: (B)(6) 2023. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.